Event description:
Pt on vasopressor, suddenly two modules turned red, staff unable to restart. Both modules changed out causing a drop in bp for a short period of time. Visual inspection revealed corroded iui connectors. Diagnosis or reason for use: sepsis with profound hypotension.